Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The health care professional (hcp) stated that the device was implanted in two months ago and now the battery longevity is at 6.5yrs. There was high current drain however all measurements and parameters were in normal range. Data analysis was requested. This device currently remains in service. No adverse patient effects were reported.